Event description:
It was reported by (B)(6), an onkos sales representative, that a 74-year-old female patient with an eleos hinge knee replacement underwent a revision surgery on (B)(6) 2024 due to an alleged infection.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the explanted eleos devices.